Event description:
It is reported that when the user removed the catheter out of a pt, he found that the cuff was separated away from the catheter, and that the cuff still attached to the pt's tissue inside the body. The split cuff was completely removed by the user. No reported incidents occurred after removal.

Manufacturer narrative:
According to the complaint incident report contained in this file, "the user removed the catheter out of the pt, he found that the cuff was separated away from the catheter." Returned is one surecuff/heat sleeve. Gross and microscopic exams reveals a large amount of blood residue imbedded in the dacron material. The catheter was not returned for eval. The complaint of a detached surecuff and heat sleeve is confirmed; however a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.